Event description:
Reportedly, prior to implantation, the subject device battery level was at 1.35 kohms. The device was in function for 1.5 years considering the battery curve abscissa. Based on this measured parameter, the subject device was not implanted and was returned for analysis.

Event description:
Reportedly, prior to implantation, the subject device battery level was at 1.35 kohms. The device was in function for 1.5years considering the battery curve abscissa. Based on this measured parameter, the subject device was not implanted and was returned for analysis.